Event description:
The customer claims that the screws keep falling out and in some cases the screws fell into the patient. No patient injuries were reported. Additional information was received, the screws were retrieved with no patient injury. The surgeon had all kerrisons collected to send back for evaluation.